Manufacturer narrative:
Due to character restrictions in block even site name : the third affiliated hospital (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use in the interventional room, the cardiosave intra-aortic balloon pump (iabp) unit had a loss of an ECG signal. The department staff replaced the equipment on their own and continued to use it. Treatment was affected but there was no patient harm.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g2, g3, g6, h2, h10.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer evaluated and found that the fault could be reproduced and the parts were waiting for replacement. Later fse replaced the front-end board. All functions of the device were tested according to factory requirements, and the inspection results were all within the qualified range and can be delivered for clinical use. There was patient involved and no patient harm was reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. A getinge field service engineer evaluated and found that the fault could be reproduced and the parts were waiting for replacement. Later fse replaced the front end board . All functions of the device were tested according to factory requirements, and the inspection results were all within the qualified range and can be delivered for clinical use. There was patient involved and no patient harm was reported. The following investigation was performed by technician of the maquet failure analysis and testing dept.(fat) wayne,the failure analysis and testing dept. Received part with a reported unit failure of it being difficult to obtain an ECG signal. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part. No failure could be confirmed. Sending the board to the supplier for failure analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier for the part. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a